Event description:
Allegedly, patient was revised due to mom complications: pain in hip and buttock; fluid build-up; evidence of a reactive synovium; dislodged acetabular component; reactive tissue; metallosis; and necrotic soft tissue: right.